Event description:
The patient has dilated cardiomyopathy status post biventricular ICD implant approximately 16 months ago. She has a sprint fidelis lead. Her device had been reprogrammed according to medtronic recommendations. She had a medtronic device with a 6948 sprint fidelis lead, which had been listed on the medtronic advisory/recall list. She received multiple shocks from her ICD. This occurred as she was preparing lunch. She denies any palpitations, dizziness, chest pain, or syncope associated with the episodes. She presented to the emergency room for evaluation. Interrogation of the ICD demonstrated no waves within the rv pace-sense lead and varying impedance measurements anywhere from 700 to as high as 1450 ohms. These findings were consistent with rv lead fracture. Her ICD therapies were then deactivated. The patient was taken to the cath lab with the medtronic representative present. A new rv lead was placed. The md was unable to remove the defective lead. Manufacturer response for rv lead, sprint fidelis. Medtronic rep was present in the or on the day of replacement. Device remains in the patient--the md was unable to remove it.